Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed 'localizer faulted'. Technical services (ts) walked the manufacturer representative (rep) through network device interface (ndi) toolbox, which showed bump detector battery fault and storage temperature exceeded status messages. The likely cause of the issue was that the complementary metal oxide semiconductor (cmos) battery inside the camera died. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot number: p901949. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after the camera was replaced, the system functioned as intended. Codes b01, c08, and d02 are applicable to this analysis. H3, h6: the camera, lot number: p901949, was returned to the manufacturer for analysis. After functional testing, visual/physical examination and proceduralized device testing, the reported issue was confirmed to be an electrical failure. The returned power supply unit (psu) had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. (B)(4) the reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. H6: codes a05: mechanical problem, a1102: application program problem are applicable to the system displayed "localizer faulted". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.